Manufacturer narrative:
Nanoknife (B)(4) (serial number (B)(4)) was assessed in the field. Testing on the nanoknife generator by field service engineer revealed that the unit functioned as intended. However, testing on the footswitch accessory revealed the footswitch was defective. The root cause for the reported complaint description was determined as a defective footswitch. Although no confirmed, the most probable root cause for the defective footswitch was due to electrical problems in the CT unit which also disabled the CT unit in the lab. The footswitch was replaced and an operational verification procedure was performed on the unit. The unit passed all tests and met specifications. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The user manual (nanoknife user manual, version 2.1.0), which is supplied to the user with this unit contains references to the generator's window display regarding the charge function when in use; "charge section controls the voltage on the capacitors and displays the accumulated energy for ablation. The capacitor status indicator displays the level of the capacitor charge and shows, in volts the voltage present on capacitors. When fully charged, the voltage on capacitors is always great. As reported, there was no harm or injury to the patient due to this malfunction. It was reported the patient had been scheduled for a second procedure. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported (B)(6) 2013, a patient of unknown gender and age presented for a thermal ablation procedure. During the procedure, a power failure occurred in the CT room due to an unrelated electrical problem, causing the nanoknife generator to shut down. The power to the CT room was restored and the generator restarted with no reported start up complications. When the foot pedal was depressed to deliver the pulse, the unit failed to arm. After the second failed attempt to arm the unit, the case was aborted. There was no reported harm or injury to the patient due to this event. The patient suffered no harm due to the prolong sedation under general anesthesia (approximately 1 hour and 15 minutes). The patient was reported to be stable after the procedure.